Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the foreign object could not be identified based on the information obtained. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope switch contained foreign material. There was no patient involvement.